Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power tray assembly to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power tray assembly was analyzed and found in logs report error 86 was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed on a golden system for additional testing performance program process into system no problem so far, startup the system power on no error and system power cycles for 10x where the failure was again, successfully replicated error 86 show up after system power cycles test. Installed new ipd and rerun system power cycles still failed error 86. The complaint was confirmed based on the failure analysis. The probable root cause of error 86 (ipd): most likely caused by internal hardware failure or persistent electrical fault within the ipd module. It requires component-level diagnosis and/or replacement.

Event description:
It was reported that prior to the start of a da vinci-assisted simple transvesical prostatectomy surgical procedure, the customer called in during setup to report that the system keeps getting a non-recoverable fault, 86. Prior to calling in, caller power cycled the system twice and error had persisted. Technical support engineer (tse) verified 86 error coming from the ipd. Tse walked caller through a hard power cycle of the tower and the error returned on powerup. The procedure had no reported injury.